Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency. The patient does not believe the device was working because it was not helping her symptoms so, she saw her clinician on (B)(6) 2019. The clinician said the device was fine and wanted the patient to call him on (B)(6) 2019, to see if the therapy was providing her relief. The patient believed the leads were not placed right because, she felt stimulation in her rectum and thought she was supposed to feel it in her bladder. The clinician switched the patient from program 4 to program 7 on (B)(6) 2019, and stimulation was felt comfortably at 1.4. No interventions/actions were taken. There were no further symptoms or complications reported or anticipate.